Event description:
It was reported that the patient¿s system was removed in (B)(6) because of a lead migration. The patient noted that they had to go through a long learning and working curve learning to adjust polarity with their device. The patient¿s polarity could go to ¿2-6 or 5-6¿. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3 778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. (B)(4).